Event description:
It was reported that, approximately one day post implant the patient, "stood up and passed out," potentially had pacing pauses and experienced seizures, resulting in a temporary pacemaker implant. It was reported that the right ventricular (rv) lead exhibited high thresholds, with a potential pacing issue. It also reported that the implantable pulse generator (ipg) exhibited battery failure and high ventricular thresholds, with a potential pacing issue. Diagnostic testing/troubleshooting was performed. The rv lead was repositioned and remains in use. The ipg was reprogrammed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.